Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to seek medical attention. Blood glucose levels, symptoms, treatment and type of medical attention was not provided. It was also reported that the controller was getting stuck on loading screen 19 out of 29. The patient got disconnected from the call, so no further information was provided. Three follow ups were attempted but no new information was provided.